Event description:
Pt had episode where she ran to bathroom with an urgent need to void. She forgot the device was in place. Voided and flushed the toilet. Pt. Did not remove device and did not notice if device went down the flush. Pt. Referred to her doctor in order to confirm that device did not migrate.